Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an error due to high right ventricular (rv) lead pacing impedances. Upon review, the impedances were found to be high out of range and elevated thresholds on the lead. Rv lead replacement was recommended. This ICD remains in service. No adverse patient effects were reported.